Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving morphine 10 mg/ml at a dose of 2 mg per day and bupivacaine 10 mg/ml at an unknown dose per day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported there was difficulty with the pump moving. The event date was not able to be obtained. It was also reported the patient had large and loose skin in their abdomen. No symptoms were reported related to the pump moving. The pump was secured correctly and the access port was easily found it was noted. It was also noted the pump was not flipped in the pocket site and there were no concerns at the time per the hcp as well. Surgical intervention had not occurred and was not planned. The issue was not considered resolved at the time of report. The patient's status at the time of this report was listed as "alive - no injury". No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.